Event description:
It was reported the patients blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and the download data showed that the device expired a 0x3d alarm. A 0x3d alarm means that the step sensor asserted before wire was driven. Evidence of fluid presence was observed inside the device. This fluid shorted the step sensor, resulting in the device alarming. During the investigation, the source of the fluid inside the device could not be determined. During inspection of the device corrosion was found on the pcb. Indicating liquid inside the device, however no leak internal were found. The cause and the moment could not be determined. The exposed portion of the soft cannula was observed to be bent and have a tear. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.